Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to the manufacturer that the vns patient was at a follow-up appointment on (B)(6)2010 and on system diagnostic test it indicated high lead impedance and the end of service status was set to no. The patient's diagnostics at the last visit on (B)(6)2010 were all within normal limits. No patient manipulation or trauma is suspected to have contributed to the reported event. A battery life calculation was performed and it approximated 0.58 years until the generator is expected to be at end of service=yes. Patient was scheduled for a generator replacement. Follow-up indicated that a lead fracture was observed during surgery and a full revision surgery was done. X-rays were not taken prior to surgery to be sent to manufacturer for review. The explanted generator has been returned to the manufacturer where analysis is underway. The explanted lead was not returned to the manufacturer and good faith attempts to obtain it have been unsuccessful to date.